Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pju151, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the initial procedure? Canine neuter. Was the surgery successfully completed? Yes. What was used to complete the surgery? 2/0 monocryl.

Event description:
It was reported that an canine underwent an unknown a neuter procedure on an unknown date and suture was used. During the procedure, the suture broke while in process of suturing. No consequences.